Event description:
The healthcare professional reported that the patient presented with middle cerebral artery (mca) stenosis underwent a vascular stent placement procedure; during the procedure, the complaint device, a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 7682982) was impeded in the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31028209) and could not be further advanced. The physician removed the microcatheter and the stent from the patient¿s anatomy for inspection, and no kink was observed on the microcatheter. The physician made another attempt to use the enterprise stent and the prowler select plus microcatheter again, but still encountered resistance. The physician switched to new devices to complete the procedure. There was no report of any negative impact to the patient. On 22-aug-2023, additional information was received. The information indicated that the patient is a 59-year-old male. A continuous flush had been maintained through the microcatheter. Prior to the reported issue with the stent, no other device went through the microcatheter. When the stent was removed, it was still on the delivery wire. The stent / stent delivery system did not appear damaged; nothing unusual was noted about the system prior to use. The replacement stent was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) and the replacement microcatheter was another prowler select plus (606s255x). The information indicated that there was no patient injury / negative patient impact. The reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31028209) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00579 and 3008114965-2023-00580. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages were observed. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. An attempt to flush the microcatheter was made, however, it was obstructed and strong resistance was felt between the delivery wire and the microcatheter. X-ray examination could not determine the cause of the obstruction. The microcatheter was then dissected. It was confirmed to be obstructed by a large coagulum at 92 cm from the proximal end of the microcatheter. No additional damages could be observed. A review of manufacturing documentation associated with this lot (31028209) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the obstruction and resistance in the microcatheter was confirmed based on the findings. The coagulum found inside the microcatheter suggest that an adequate flush was not maintained, resulting in resistance that could have led to the strong resistance felt during the advancement of the enterprise system. According to the risk documentation an adequate continuous flush not maintained is a potential failure mode that can cause air in system or stagnant blood. Also, insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. Although no conclusion could be reached as to the cause of the event reported, it should be noted that product failure is multifactorial. The instructions for use (IFU) states that if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00579 and 3008114965-2023-00580. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 14-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00579 and 3008114965-2023-00580. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.